Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "This complaint was registered as part of reported events sent by canadian self-served customers. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to repairs information, the power button worked infrequently. The upper case with keypad was replaced in order to address the reported event. Despite several requests for parts return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. The root cause of the reported issue could be linked to a defective keypad but based on available information this cannot be confirmed. If further information are provided later on, we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety.". This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: power button works infrequently. Replacing upper case with keypad. Battery died on unit, replacing battery and performing pm as battery was replaced and case is being opened. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.